Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01557. The patient received his scs system, including an extension and percutaneous lead, on (B)(6) 2011. It was reported that during the implant procedure, high impedance readings were observed on one of the leads. The physician disconnected and reconnected the patient's leads and extension, but high impedance measurements were observed on multiple lead contacts. The physician explanted this extension and used another extension from the same lot. Intraoperative testing revealed only one lead contact exhibited high impedance; therefore, the second extension was left implanted. Follow up on the patient on (B)(6) 2011 found no impedance issues, and the patient reported effective stimulation. No further patient complications were reported. The explanted extension was returned to the manufacturer for analysis.